Event description:
It was reported that this right ventricular (rv) lead exhibited a fracture. Consequently, an rv lead revision was planned. No adverse patient effects were reported. This rv lead remains in service.